Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a "no disposable clamp tubing" alarm. The alarm was silenced, and settings were reviewed. The site repeated attempts made to assist the patient with clamping their tubing. The patient seemed confused, and they may have been confusing clamps with the tubing connection site. The site accidentally disconnected the line and did not proceed with troubleshooting and turned the pump off. The rate was 2.2, reservoir volume was 46.3, and given amount was 53.75. There was patient involvement, and there was no signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.